Event description:
It was reported shortly after having the device reprogrammed a warning screen was received. The warning screen indicated an end of service (eos) or early replacement indicated (eri) but the reporter was not sure which. The reporter was concerned that the reprogramming caused the device to deplete abnormally as an overstimulation sensation was felt during the reprogramming session. Previously, the batteries were thought to last up to 5 yrs. The device was replaced the day of the report. Additional info has been requested but was not available on the date of this report.